Event description:
On (B)(6) 2012 customer reported that the ion-selective electrode sample injection cup overflowed. Customer stated that the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and identified a blockage in vacuum line 163 to the waste sump. Fse re-routed the line to prevent contact with the drawer mechanism. This resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures. No further issues were reported.

Manufacturer narrative:
(B)(4).